Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. Patient also had another device explanted. Please reference medwatch reports filed under patient. No further details were provided. Information learned from implant patient registry.

Event description:
Despite our repeated attempts to obtain additional information and return of the device, no response was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.